Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial setup of a replacement ilet pump (sn (B)(6)), the user encountered an ¿unable to proceed¿ alert at the insulin cartridge setup step, could not advance after multiple restarts, and noted a loud, unusual sound during the rewind, after which the user transitioned to backup therapy and continued using a dexcom g7. Symptoms included no reported adverse clinical effects. Outcomes included interruption of pump therapy and the need for device replacement. Investigation included customer support troubleshooting with repeated restarts and guided reattempts of the cartridge setup. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.